Event description:
Additional information received from the consumer reported that the step taken to resolve the device not turning on was that the patient had to have a second surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) would not turn on. The patient's first ins was replaced due to normal battery depletion on (B)(6) 2016. The patient was told to turn stimulation on after implant and when they tried to turn stimulation on they were not able to. This was due to a sudden change. The patient met with the manufacturer representative and they were not able to either. The patient was scheduled to have surgery on (B)(6) 2016 to see why the ins would not turn on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.